Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with unspecified drugs (doses, frequencies and route of administration not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis event and pd therapy was ongoing at the time of this report. No additional information is available.